Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced pain. According to the physician's office, on (B)(6), 2010, the patient presented with recurrent cyctocele. On (B)(6), 2011, the patient presented with urgent incontinence, urinary tract infections, pain, prolapse, and cystocele. All other information is unknown and unavailable.